Event description:
The customer reported that a dopamine infusion that had been initiated in the ER stopped infusing due to a "communication error" during transport to the cicu, resulting in the patient becoming unresponsive and bradycardic. Although requested, no additional event information was provided. No product return is expected.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.